Manufacturer narrative:
The controller cap was returned with a circular hole in the top, and two fragments were also returned. The cap was visually and dimensionally inspected, and no abnormalities were observed. The functionality of the broken cap was evaluated by inserting an unused cartridge into the controller cap and tightening the controller cap onto the controller in the same manner described in the instructions for use. The cartridge and controller cap were successfully assembled. The controller successfully completed an ablation cycle. Additional evaluations using maximum manual force possible during worst case use were used to tighten an unused cartridge and unused controller cap into the controller, but the fracture could not be replicated. A test was developed to mechanically induce extreme force applied to the top of the cap to cause failure, and a similar fracture was observed. Given that the extreme artificial force required to replicate the fracture is not possible clinically, the specific cause of the failure could not be determined.

Event description:
During device preparation, as the nitrous oxide cartridge was being loaded into the controller, the cartridge moved, causing the top of the controller cap to fragment and separate. One of the fragments struck the technician's finger, causing minor, temporary discomfort that had resolved the following day. The technician stated that she may not have loaded the cartridge correctly into the controller cap.